Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil could not be visualized"), pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding (general) / blood clots through out the whole menstrual cycle") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, candida infection, inflammation nos and termination of pregnancy - elective. Previously administered products included for an unreported indication: iud nos from 2003 to (B)(6) 2008, iud and paragard. Concurrent conditions included obesity, uterine bleeding, hypermenorrhea, depression, rectal pain, weight gain, depression and constipation. Concomitant products included mestranol; norethisterone (ortho novum) (B)(6) 2008 to 2011 for birth control, levonorgestrel (mirena) since (B)(6) 2017 for contraception and bleeding as well as ibuprofen from 2014 to 2018. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain cramp like pain in my vagina region"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or change"), adnexa uteri pain ("spasm from ovary region"), urinary tract disorder ("urinary problem or change"), menorrhagia ("heavy periods"), abdominal pain ("pain in abdominal region") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant - bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, adnexa uteri pain, urinary tract disorder, weight increased, vulvovaginal pain, menorrhagia, abdominal pain, abdominal pain lower, dyspareunia and vaginal discharge outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure device was placed and deployed without difficulty, and three coils were noted outside the os. The patient tolerated the procedure well. Discrepancy noted in plaintiff date of birth in previous follow up reported as (B)(6) 1999. As per current follow up: 06-mar-1986. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Fluoroscopic assisted verification of contraceptive device placement, showing occlusion of bilateral fallopian tubes. There was no contrast extravasation. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received : following events were added : dyspareunia, vaginal discharge. Onset date of events added. Event ''did not undergo confirmation test'' was deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil could not be visualized"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / blood clots through out the whole menstrual cycle") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included anemia. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, uterine bleeding, hypermenorrhea, depression and rectal pain. Concomitant products included ibuprofen from (B)(6) to (B)(6). In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced weight increased ("weight gain"). In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problem or change"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain cramp like pain in my vagina region"), menorrhagia ("heavy periods"), abdominal pain ("pain in abdominal region"), muscle spasms ("spasm from ovary region") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant / salpingectomy in (B)(6) 2017 ). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, weight increased, vulvovaginal pain, menorrhagia, abdominal pain, muscle spasms and abdominal pain lower outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, muscle spasms, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient will have surgery to remove the essure in the near future. Bilateral salpingectomy with removal of foreign bodies (essure coils). Discrepancy noted in plaintiff date of birth in previous follow up reported as (B)(6) 1999. As per current follow up: on (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet received. Events added from pfs- pain in abdominal region, cramping, spasm in ovary region, did not undergo confirmation test. Plaintiff name added. Date of birth updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil could not be visualized"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general) / blood clots through out the whole menstrual cycle") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, uterine bleeding, hypermenorrhea, depression and rectal pain. Concomitant products included ibuprofen from 2014 to 2018. In 2008, the patient had essure inserted. In 2009, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problem or change"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("pain cramp like pain in my vagina region") and menorrhagia ("heavy periods"). The patient was treated with surgery (to remove the essure implant / salpingectomy) and surgery (to remove the essure implant / salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, weight increased, vulvovaginal pain and menorrhagia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient will have surgery to remove the essure in the near future. Bilateral salpingectomy with removal of foreign bodies (essure coils). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder problems or change, urinary problem or change, dysmenorrhea (cramping), pain cramp like pain in my vagina region, weight gain, heavy periods, dysmenorrhea (cramping) and essure coil could not be visualized were added. New reporter were added. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (to remove the essure implant). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient will have surgery to remove the essure in the near future. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.